Event description:
On (B)(6) 2022, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, it was reported that one contralateral leg endoprosthesis was compressed or kinked at the level of the flow divider of the trunk-ipsilateral leg endoprosthesis. The cause of the compression or kink was not known at the time. No patient sequalae was reported. On (B)(6) 2022, a reintervention took place whereby two gore® viabahn® vbx endoprostheses and one gore® excluder® contralateral leg endoprosthesis were implanted to treat the compression/kink. The physician believes the compression/kink was caused by patient anatomy where the healthy artery met the aneurysm sac. The patient tolerated the procedure.